Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump turned off due to insufficient battery power. Tandem technical support guided the customer through turning the pump back on. Customer's blood glucose level was in the high 200 mg/dl range. Customer stated they will delivered a bolus to stabilize blood glucose levels.